Event description:
Complainant alleged that the staff was treating a 70 year old male pt in cardiac arrest. The staff attempted to defibrillate the pt at 200 joules using multi-function electrodes and a multi-function cable. The device would not charge. The staff then successfully defibrillated the pt using defibrillator paddles. There was no adverse effect to the pt.